Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient experienced pain. It is not known at this time if the pain is related to the implant.

Manufacturer narrative:
Clinical sign code 3 was added

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient experienced pain. It is not known at this time if the pain is related to the implant.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component shows some cavities, some radiolucence, a little bit of cement and fluid around the component. A loosening is indicated by these morphologies, however a clear migration is not visible. The pe cannot be assessed directly and there is no sign of breakage or dislocation. The talar component is located on a talus with poor bone quality. There is radiolucence, small cysts and overall a poor bone quality. A partial talonavicular fusion and a fusion of the talocalcaneal joint as well as the calcaneocuboid joint is visible. There is no clear sign of migration of the talar component, though.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities around tibial component and poor bone quality. As a secondary finding partial talonavicular fusion and a fusion of the talocalcaneal joint as well as the calcaneocuboid joint is visible. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.